Event description:
It was reported that atrial tachycardia / atrial fibrillation detections probable due to far field r wave oversensing. Also noted high sense integrity counter, no evidence of double count or right ventricles over sense. 604659596. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).